Event description:
The customer reported that the system displayed a communication failure error and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The ps1 power supply was replaced. The system was tested and found to be working as intended and put back into service.